Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Customer is not happy with product. Customer alleges unit went out of control, accelerated beyond maximum speed, and he was unable to stop and smashed into a tree.

Manufacturer narrative:
A pride rep evaluated and adjusted the device as necessary. The device is working properly.

Event description:
Customer is not happy with product. Customer alleges unit went out of control, accelerated beyond maximum speed, and he was unable to stop and smashed into a tree.